Event description:
The balloon ruptured after inflation in the mid (renal) ivc. The ruptured balloon broke in half and the inner sheath remnant of the balloon was stuck on the wire. The balloon was retrieved; however, a piece of the balloon was left behind (detected by ivus) and was unable to be retrieved. The patient is stable and will be admitted overnight for observation. The md does not feel that the balloon was defective. Manufacturer response for balloon, tyshak ii 8 fr. 20 mm x 4.0 cm (per site reporter) product handled by site.